Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with a ductile fracture (pulled to the point of fracture). Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that, this right ventricular (rv) lead was working as temporally pacing and during the replacement procedure of the external temporary pacemaker with a permanent pacemaker a fracture and insulation compromised was noted on this rv lead after removing the bandage protecting the device. Diaphragmatic stimulation was noticed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with a ductile fracture (pulled to the point of fracture). Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that, this right ventricular (rv) lead was working as temporally pacing and during the replacement procedure of the external temporary pacemaker with a permanent pacemaker a fracture and insulation compromised was noted on this rv lead after removing the bandage protecting the device. Diaphragmatic stimulation was noticed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with a ductile fracture (pulled to the point of fracture). Analysis concluded that the clinical observations were likely caused by the confirmed fracture. Correction: b5.

Event description:
It was reported that this right ventricular (rv) lead was used in a temporary, external pacing system for a patient who was experiencing a health emergency. The lead was in service for approximately a week and a half. There was an adhesive bandage placed over the top of the associated device and this lead. When the bandage was removed, this rv lead was noted to have insulation damage and appeared to be fractured. The root cause and timing of this damage was unknown; however, the patient was noted to experience diaphragmatic stimulation. This lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was working as temporally pacing and during the replacement procedure of the external temporary pacemaker with a permanent pacemaker a fracture and insulation compromised was noted on this rv lead after removing the bandage protecting the device. Diaphragmatic stimulation was noticed. No adverse patient effects were reported.